Event description:
The user facility reported that when the user opened the involved package to use, he/she noticed that a black foreign matter was adhered to the hub, then stopped to use. The event occurred pre-treatment. No patient involvement. Additional information was received on 25 sep 2023: sample evaluation from tc: the actual sample was received in an open condition. It was confirmed that the black foreign material was adhered inside the hub. It measured 0.4mm2 and identified as a polypropylene-stainless steel mixture.

Manufacturer narrative:
D4: expiration date: 2027-09. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned for evaluation; however, a reference photo of the actual device was received for evaluation. The reference photo of the sample showed an assembled needle. A black foreign material was observed adhered on the inside surface of the needle hub. Tc confirmed that the foreign material was adhered to the inside surface of the hub which measures 0.4mm2. Based on the ftir result the found foreign material was presumed to be a mixture of polypropylene and stainless steel. The retention samples were visually inspected and confirmed free from any foreign material that could lead to the complaint. The review of the complaint masterfile covering (B)(6) 2021 to (B)(6) 2023, showed that this is the first time we have received a complaint related to foreign material (polypropylene-stainless steel mixture). Further corrective action is not necessary since the improvement of the machine cover was already completed from (B)(6) 2023 to (B)(6) 2023. Based on the result of our investigation, the black foreign material found adhered to the inside surface of the hub of the actual sample originated in our process. The cause of the complaint originated in our manufacturing process. Based on machine history there is an activity conducted on the machine at bag number 10 wherein the technician conducted cleaning of the air blow nozzle tip and purging. The activity resulted in the disturbance of foreign materials at the silicone station and jig pathway area. Most likely, during the running of bag number 12 the disturbed foreign material gradually detached during the silicone air blowing and transferred to the empty jig pin located at the conveyor 1 (before protector pressing). The transfer of foreign material was due to the air from the silicone air blowing that passed through conveyor 1 since there was no cover in between the jig transfer 1 (after the silicone station) and conveyor 1. Machine cover improvement was already conducted wherein the machine cover from the hub to the good product ejection station was modified. Thus, further corrective action is not necessary. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.